Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08july2019. The service support technician confirmed the report of power switch led (light emitting diode) failure. The service support technician then replaced the power switch overlay to address the issue. Performed periodic preventive maintenance and no other abnormalities were confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The unit was checked overall and passed the functional and run in tests.

Event description:
It was reported that the ventilator's led power switch failed during preventative maintenance. No patient involvement.